Manufacturer narrative:
(B)(4): the keypad was found to be lifting around the up arrow and down arrow keypad buttons; the contrast key contact was found to be missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. During the evaluation, the audio bolus button was found to be unresponsive and the up arrow keypad button was intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses as expected and were found to spring back and click back normally. There was evidence of keypad contamination found under the contrast key contacts. Unrelated to the complaint, evaluation revealed a faded discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the audio bolus button was not working. The patient reported that nothing happened when the button was pressed. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of an unresponsive audio bolus button.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.